Event description:
Customer reported leaking from filter during a blood transfusion. No patient adverse event reported. No additional information was available.

Manufacturer narrative:
(B) (4) (B) (4). Product evaluated and customer's experience of leaking from filter was confirmed. The leak was observed at the drip chamber blood filter to macrobore tubing engagement. The root cause of this issue is undetermined. The lot number was not identified; therefore, a lot history record review could not be performed.